Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the implant on a lps distal femoral replacement broke the threads of the universal stem off inside the femoral sleeve. Patient says that there was not a fall or traumatic event that caused the implant fracture. Update 7/12/2017 reviewed with analyst the returned products and observed the implant fracture of the universal fluted stem broken at the threaded junction at its insertion into the proximal end of the femoral sleeve. It is noted that we observed no bony ingrowth on the porous coated femoral sleeve. Universal fluted stem reported for implant fracture. Complaint updated on: 8/9/2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.